Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the device had displayed a scope communication error. The customer admitted that the or was hot swapping scopes. Tac advised the customer to have both the video system and light source turned off when removing and connecting a scope. To troubleshoot the issue, the customer removed and reconnected the device, blew air in the lcv socket, reseat the light guide cables on both sides, jiggle the scope in the clv socket, and also used an alcohol and a cotton swab to clean the contacts which didn't resolve anything. The customer tried three different scopes which resulted in the same scope communication error for each one. Tac then advised the customer to try the three scopes on another tower and to call back with results. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed a b30 scope communication error code. The issue was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d10, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.